Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported he/she was bed ridden for three years starting in 1997. In 2000, l4-l5 separated and the patient started living in a chair (for 4.5 years) when it started to separate. The patient could not stand up. The patient had the implantable neurostimulator (ins) removed in 2005 so the patient could walk again. The patient's relevant medical history includes arachnoiditis and failed back surgery syndrome. Information regarding the involved devices, troubleshooting performed, and relationship of the symptoms to the device and therapy were requested. A follow-up report will be sent should additional information be received.